Event description:
Doctor indicated non-integration. Implants in locations 32, 34 and 42 failed to integrate, when protocol was being followed. Additional appointment would be needed for new implant placement in 3 months. Implants were immediately loaded. Patient was reported to be a smoker with bad oral hygiene.

Event description:
Doctor indicated non-integration. Implants in locations 32, 34 and 42 failed to integrate, when protocol was being followed. Additional appointment would be needed for new implant placement in 3 months. Implants were immediately loaded. Patient was reported to be a smoker with bad oral hygiene.